Manufacturer narrative:
Hardware low level failures confirmed in the downloaded history log due to broken trace at pin 1 of ambient light sensor. Insulin pump passed the self test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 5.9 mmol/l at the time of the incident. Customer state that the insulin pump had passed self-test but after re ran test error happened again. Customer was able to complete rewind. The insulin pump will not be returned for analysis.